Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the implant procedure the device passed in the primary vector however, failed auto set up due to low r waves. The device was repositioned to a lower position, more of an inferior position. The next morning the patient failed auto-setup in all vectors. Technical services discussed option of trying to find a better vector, looking at the device and electrode position, or possibly implant a transvenous system. It was noted that the patient was not defibrillation threshold (dft) tested at implant. Subsequently, this system was explanted, and the patient was implanted with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the implant procedure the device passed in the primary vector however, failed auto set up due to low r waves. The device was repositioned to a lower position, more of an inferior position. The next morning the patient failed auto-setup in all vectors. Technical services discussed option of trying to find a better vector, looking at the device and electrode position, or possibly implant a transvenous system. It was noted that the patient was not defibrillation threshold (dft) tested at implant. Subsequently, this system was explanted, and the patient was implanted with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.